Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt mentioned they met with a rep when they were having trouble probably 2-3 years ago. Pt said they were in a lot of pain and pt and the rep were trying to find something and work something out with the device. Pt said it would cut on and cut off and back on by itself, so that's what they were doing when they met. Agent did not ask about the circumstances that led to the reported issue.